Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are:UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they noticed a few issues that all started at the same time, about 2 months ago, and just kept getting worse. Pt said charging their ins was taking 'forever,' took them 2 hours and 20 minutes to charge up from 0%. Pt would have to recharge the controller, which took about 2 hours as well (from low/dead). Pt also felt like that the controller battery would deplete quicker when charging ins. Pt also said they had to charge their ins daily when ins used to last at least 2 days. Pt said their controller would display a message about not being able to charge the ins because the intensity settings were too high. The controller had gone blank/unresponsive the other day and they couldn't get the controller back on after plugging into ac power or swapping the li batteries with those from their other controller. Their spouse eventually got the controller to turn on again after 'fiddling with it,' but pt was concerned all the issues were tied together, as they all started happening about 2 months ago. Pt said they texted their rep on sunday when the controller had gone unresponsive, and rep told pt to call patient services for assistance (controller was functioning again before call took place). Pt also stated about 2 months ago, they started noticing they would put the paddle right over the stimulator, but would say couldn't find the ins; pt said they couldn't get the paddle any closer unless they shoved it into their skin. Agent asked, pt confirmed in the past, their rep had adjusted their stim settings, so the charge depleting quicker from ins made sense to pt. Pt mentioned their rep had minimized groups b and c, with more focus on group a. Agent had pt observe equipment for visible damages; pt reported no visible damages, and checked both rechargers because they used them interchangeably. Agent reviewed information and general recharging duration/times associated with ins and controller. Pt will keep an eye on their equipment and call back if the issues/alerts persisted. Agent also suggested meeting with their rep to interrogate their ins for better understanding of battery charging times and energy drain. Pt mentioned when their controller and ins were depleted they had their pain symptoms return. Pt had 24/7 pain due to spinal cord injury, which the ins's helped. An email was received from the manufacturing representative. Rep reported that cause of ins charging issue was not determined yet. The patient is going to call back when she can make arrangements to meet with me in person to troubleshoot. Additional information received from the patient. Pt called back stating they had two ins, one for lower back from waste to feet; then they had an ins for the upper one from waste to neck. Pt mentioned already reported events stating that the first ins for their lower body was "dead" and did not work. Pt was trying to charge but there was a problem. Last time pt called patient services the pt was told they did not see anything wrong in system. Pt said they could not find the ins in them even after resetting the controller. Pt said the ins and the controller was struggling and would not hold a charge. The pts controller would not lite up when plugged in the wall for it was getting gradually worse and worse. It would say when they plug the recharger (rtm) in it that it could not find or locate the stimulator no matter the rtm or ac cord they had plugged in. Pt said they did not have any problems with the insfor the upper body, with the lower ins they were struggling. They tried their two different paddles and tried different ac power supply cords but the controller did not work. Pt said their controller was blank and unresponsive. Pt was struggling for quite some time and when they plugged the controller into the ac nothing would happen and when trying to charge the ins it would say can't locate the ins either if the rtm was plugged in. When they could finally get it to locate and see the battery the controller would be fully charged then die. Suffer from so much pain since they had a spinal injury, they needed the ins intensity high. When they did not have the ins charge they could not walk very well. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turned on. Pt put two aa batteries in the controller and the controller turned on. Pt got no device found. Pt put the black battery back into the controller and tried to recharge the ins and got poor recharge quality. They finally got to the battery screen and the ins battery was at 30% and the controller battery was at 90%. An email was received from the rep. Rep stated the issue has been resolved. Patient received replacement controller and that resolved the issue.

Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Also, the case front was cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.